Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a scheduled cardioversion. Upon delivery of the cardioversion, the patient's pulse generator lost capture and administered ventricular auto-capture pulses. As a result, the patient went into ventricular tachycardia. The device undersensed the arrhythmia and paced through it. Multiple external shocks were required to convert the rhythm. Approximately two minutes later, the device exhibited normal pacing and sensing. No further anomalies have been observed. The patient was stable before, during, and after the event.